Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 200 ohms. Additionally, the patient presented to the emergency room after receiving sixteen appropriate shocks. The patient was admitted for an electrolyte imbalance and medications were administered to stabilize the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and suspects there is a growth on the lead. The consultant discussed programming options for this patient. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.